Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: whisper ms; guide cath: sherpa jl3.5. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The guide wire was not returned which may have aided in the evaluation. In this case, the lesion was described as 90% stenosed with heavy calcification and a heavy tortuosity vessel which could have contributed to the reported separation. The reported guide wire separation appears to be related to operational context of the procedure. The device was not returned for analysis. A search of the lot history record indicated no associated nonconforming material records for the lot and a search of the complaint database indicate no related incidents. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with heavy tortuosity and heavy calcification. A whisper middle support (ms) guide wire was advanced to the circumflex and another whisper ms guide wire was advanced to the obtuse marginal (om). The guiding catheter was advanced, and the whisper guide wire that was in the om was manipulated; however, the guide wire separated 10cm to the tip. There was no resistance noted during advancement or removal. The separated portion was retrieved with a snare device and the procedure was completed. There were no adverse patient effects. No additional information was provided.